Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿when ready to use, both t fell off.¿ the protective blue split protective cannula was not returned. The white depth, penetration limiter was returned untrimmed. The limiter had to have been removed to use the device. T¿s and suture can be disrupted upon removal of the depth limiter. The delivery needle was found twisted. The needle condition is indicative of attempts to reach desired implant location.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during meniscus surgery, when the device was ready to use both t implants fell off. T2 was not deployed through the meniscus, both t's were removed. A backup device was available to complete the procedure successfully, with no significant delay and no patient injuries reported.